Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-jul-2019 with the following findings: during investigation, there were multiple call service 052 and 054 alarms in pump history on date of reported intermittent power. No damage to battery compartment. The battery cap was not returned with the pump. A test cap was used for testing purposes. The test battery cap attaches securely to pump. No power issues or alarms occurred during testing. The pump was opened; no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no damage to the battery compartment or battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.